Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In summary, cuttings in the insulation were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This patient had twiddler's syndrome, and this lead became dislodged. Should additional information become available, this file will be updated.